Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the dental implant located in an unknown position failed because it fractured on the hexagon part, the doctor indicates in the per that the procedure was not concluded with the placement of another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3 with dcd non-platform switched tapered implant 3.25 x 13mm ((B)(6)) (with associated mount) was returned for investigation. Visual evaluation of the as returned implant identified signs of use, damage likely from the removal process. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The implant was fractured around the collar. No allegations or malfunction was noticed with the returned mount ((B)(6)). Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was ¿unknown bone density". The reported device had been placed on tooth #unk. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (2019031891) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019031891) for similar events and no other complaint was identified. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes, h10: added manufacturer narrative.